Event description:
Physician used an everest device during an ami intervention. The procedure involved a lesion of the saphenous vein graft (svg). Lesion stenosis was reported as 75%. It was reported that the haemostasis valve was noted to be leaking during the procedure. The valve was tightened to prevent further leakage to such a degree that it could not be turned back to be able to move. Device was removed from packaging and prepped as per IFU. Device was inspected prior to use and it is reported that the device looked normal. No clinical sequelae were reported.

Manufacturer narrative:
Results: device not returned for investigation. Root cause cannot be determined based on information received. No results available since no evaluation performed.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The device appears to have been used. The device was visually inspected in all three connecting ports, especially in the tuoy, the gland was normal at open and close positions. Threads in all connectors were intact. The y-adapter was pressurized with water. No leaking was observed from the valve, cap or luer rotator up to 100psi, 300psi and 400psi for 5 seconds at each setting.